Manufacturer narrative:
In addition to the adhesive part of the objective lens being peeled off, service confirmed there was leakage due to damage of the bending section. In addition, service found the grip cover and the video connector case were cracked. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported there was leakage due to a pinhole in the subject device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the adhesive part of the objective lens was found to be peeled off. This report is being submitted for the malfunction found during the device evaluation (adhesive peeled off).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to usage stress, external factors, or handling. Olympus will continue to monitor field performance for this device.